Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered unnecessary ventricular pacing due to right ventricular intrinsic beats falling into the cross chamber blanking period and being undersensed. The ICD system remains in servicer. No adverse patient effects were reported.